Manufacturer narrative:
The manufacturer previously reported a ventilator's volume delivery was low. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. The device's downloaded event log contained a check circuit, low inspiratory pressure and circuit disconnect alarm condition. These are user settable alarms designed to alert the caregiver of an issue. There was no volume delivery malfunction of the device noted. The device's sensor board and active exhalation control module were replaced preventatively.

Event description:
The manufacturer received information alleging a ventilator's volume delivery was low. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.